Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery that is 90% stenosed. The lesion was pre-dilated with 1.5 x12mm semi-compliant balloon and a 2.75x23mm xience alpine was implanted. Post dilatation was performed with an unspecified non-compliant balloon and a distal edge dissection was observed. A new xience alpine was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.